Event description:
It was initially reported that a vns patient underwent generator revision surgery due to end of service. The explanted generator was returned to the manufacturer for analysis where the end of service condition was confirmed. A battery life calculation performed by product analysis indicated negative time remaining until eos and the battery voltage was 0.292v however during post burn-in testing, an out-of limit supply current was out of specification. The suspect components c4, c18, c11 were electrically isolated, in turn. Each capacitor was measured for leakage current at 3, 6, and 10 volts. The capacitors measured within specification (less than .75ua leakage) at all voltages. The components were then electrically re-introduced back into the circuit. A post burn-in retest verified that the module met specifications. The supply current, wait measured 10.53 5ua (spec 2.000 - 12.000ua). It appears the component-level testing for capacitor leakage may have repaired a suspect tantalum capacitor. The out-of-limit current could potentially be a contributing factor to the eos. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. There were no other conditions noted during the product analysis evaluation that would suggest any anomaly with the device. There was no reports of any patient adverse events as a result.

Manufacturer narrative:
While a battery life calculation indicated the device had reached normal end of service, leaky capacitors were identified during product analysis which led to excessive battery depletion and the effect of the leaky capacitors on the battery longevity cannot be determined.